Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported a conflicting result with the binaxnow covid-19 antigen self-test with both tests being performed on (B)(6) 2023 on a nasal sample. Two (2) binaxnow covid-19 antigen self-tests from the same lot number were performed on (B)(6) 2023, the first generating a positive result and the second generating a negative result. Confirmation testing was not performed. The consumer stated that she was "not feeling well the past few weeks" leading up to the tests, but that she was "feeling better" at the time of testing. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a conflicting result with the binaxnow covid-19 antigen self-test with both tests being performed on (B)(6) 2023 on a nasal sample. Two (2) binaxnow covid-19 antigen self-tests from the same lot number were performed on (B)(6) 2023, the first generating a positive result and the second generating a negative result. Confirmation testing was not performed. The consumer stated that she was "not feeling well the past few weeks" leading up to the tests, but that she was "feeling better" at the time of testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 206490 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 206490 and device part number 195-430wl / lot 203048. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use; device discarded.